Manufacturer narrative:
The sigma hp fbt keel punch impactor associated with this report was not returned. A complaint database search on the provided product code identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. Based on the product not being returned for evaluation, a root cause could not be identified. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The fixed bearing keel punch handle broke during prep stage on the tibia. The button on the handle fell out and the middle piece sheared off.